Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E55305-inv, a73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), depression ("depression"), rash macular ("red patches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding between (b/w) periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (removal of both left and right essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, weight increased, mood swings, hot flush, migraine, depression, rash macular, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash macular, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the procedure was a success and both tube were blocked. Total bilateral occlusion.. Lot number reported (e55305) is not valid lot number:a73753 manufacturing date:2012-11, expiration date: 2015-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E55305, a73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), depression ("depression"), rash macular ("red patches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding between (b/w) periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (removal of both left and right essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, weight increased, mood swings, hot flush, migraine, depression, rash macular, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash macular, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the procedure was a success and both tube were blocked. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case category updated to serious incident. Essure removal was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.